Manufacturer narrative:
Correction: upon review, the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Additional information received indicated no allegation of malfunction was made against any abbott product. The cause of the effusion was believed to have been solely due to the patient's underlying condition, and there was no allegation any abbott products or procedure involving abbott products caused or contributed to the reported effusion and associated patient symptoms.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2023-47718. The patient presented in-clinic due to episodes of dyspnea, atrial fibrillation, and fever. Echocardiogram was performed which revealed a pericardial effusion. The patient's cardiovascular medications were changed, however, no direct intervention was performed to address the effusion. The patient was in stable condition.